Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the patient's right atrial lead exhibited episodes of noise. No intervention was performed. Patient status was not reported.